Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device alarmed for 'device failure' and that the device stopped operating by itself. No patient harm was reported.

Event description:
It was reported that the device alarmed for 'device failure' and that the device stopped operating by itself. No patient harm was reported.

Manufacturer narrative:
The log file of the affected device was analysed for investigation. Based on the log file the reported issue could be verified. The reported ¿device failure¿ alarm was posted in response to a faulty blower. If an unacceptable deviation between measured turbine rotation speed and the set value will be recognized during ventilation a technical alarm is issued and the device will switch to patient safe mode. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. Based on the log file no cause for the blower error could be determined. The device has reacted as specified on detecting a deviation on the turbine rotation speed. In this case no patient harm occurred. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.